Event description:
It was reported that customer was hospitalized due to high blood glucose levels. Customer started using replacement pump noticed bgs were high. Customer treated by bolusing through pump, but bgs remained elevated. Instructed customer to change site/inject as per md.